Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to try multiple button presses with and without case and to plug pump into known working charger, after which display turned on but would not function on battery power, so technical support arranged pump replacement and advised customer to keep pump plugged into power source until replacement arrived.